Manufacturer narrative:
The initial MDR 2432235-2017-00421 was filed on (B)(4) 2017. Additional information (08/21/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event. No system issues could be identified, this is considered an isolated event caused by a system issue that corrected itself or a sample quality issue. The cause could not be determined.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant intact parathyroid hormone (ipth) result. The quality control (qc) was in range on the day of event. Ccc reviewed the instrument log and there were no related errors. Maintenance was up to date and the reagent was mixed and showed no signs of clumping. The assay was calibrated with acceptable results. The cse ensured the system performance was acceptable. The cause of the discordant ipth result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low intact parathyroid hormone (ipth) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The same sample was repeated on the same instrument, resulting higher. The repeat result was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ipth result.